Event description:
It was reported by the customer the balloon not deflating, They are having to pop the balloon inside the patient and remove it. At least 3 patients needed ER assistance for removal and one of those patients required surgery.